Manufacturer narrative:
The download data could not be obtained because the device would not connect to the master controller due to the pod alarming. The printed circuit board (pcb) was removed from the device cleaned and connected to a power source for an 80-hour reset. Following reset the pcb was still unable to be connected to the master controller due to corrosion observed on multiple components. Without the download data, it cannot be confirmed whether or not a hazard alarm occurred. Fluid path and leak testing found fluid leaking past the plunger. This resulted in an internal leak which led to the observed corrosion and low batteries. It could not be conclusively determined whether the internal leak contributed to the reported hazard alarm. A tear on the exposed portion of the soft cannula diverted fluid from the fluid path. It is unknown when or how this damage occurred.

Manufacturer narrative:
The returned device was evaluated and the download data could not be obtained because the device would not connect to the master controller due to the pod alarming. The printed circuit board (pcb) was removed from the device cleaned and connected to a power source for an 80-hour reset. Following reset the pcb was still unable to be connected to the master controller due to corrosion observed on multiple components. Without the download data, it cannot be confirmed whether or not a hazard alarm occurred. Fluid path and leak testing found fluid leaking past the plunger. This resulted in an internal leak which led to the observed corrosion and low batteries. It could not be conclusively determined whether the internal leak contributed to the reported hazard alarm. A tear on the exposed portion of the soft cannula diverted fluid from the fluid path. It is unknown when or how this damage occurred.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 420 mg/dl. The patient reports receiving a pod hazard alarm while wearing the pod. The patient removed the pod for the insertion site.